Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 172 mg/dl. Additionally, it was reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.